Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation in 2017 and morbid obesity, knee operation, cholecystectomy, ankle operation, morbid obesity, headache, gastroesophageal reflux disease, depression, anxiety, anemia, pelvic pain, abnormal uterine bleeding, gravida ii and menometrorrhagia. The patient had a family history of hypothyroidism, diabetes, hypertension, hyperlipidemia and breast cancer. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: a. Uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium with focal changes consistent with prior ablation procedure. Adenomyosis. Intramural uterine leiomyoma (0.5 cm). Cervix without significant histopathologic abnormality. Fallopian tubes with intraluminal metallic coils. Clinical information: menometrorrhagia gross description: a. Labeled uterus and fallopian tubes. The specimen is hysterectomy consisting of uterus with attached cervix. Metallic essure coils are found bilaterally in the isthmus regions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation in 2017 and morbid obesity, knee operation, cholecystectomy, ankle operation, morbid obesity, headache, gastroesophageal reflux disease, depression, anxiety, anemia, pelvic pain, abnormal uterine bleeding, gravida ii and menometrorrhagia. The patient had a family history of hypothyroidism, diabetes, hypertension, hyperlipidemia and breast cancer. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: a.uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium with focal changes consistent with prior ablation procedure. Adenomyosis. Intramural uterine leiomyoma (0.5 cm). Cervix without significant histopathologic abnormality. Fallopian tubes with intraluminal metallic coils. Clinical information: menometrorrhagia gross description: a. Labeled uterus and fallopian tubes. The specimen is hysterectomy consisting of uterus with attached cervix. Metallic essure coils are found bilaterally in the isthmus regions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.